Manufacturer narrative:
Visual evaluation of the returned device found a foreign matter inside the sealed package. The foreign matter was measured and it does not pass the tappi chart test. The investigation confirmed the presence of a foreign material inside the pouch; the most probable root cause for this event is manufacturing. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was prepared for use during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, prior to opening the sterile device pouch, a film-like blue foreign material was noted to be inside the package. The device was not used in the procedure and another captivator snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was prepared for use during a polypectomy procedure performed on (B)(6), 2015. According to the complainant, prior to opening the sterile device pouch, a film-like blue foreign material was noted to be inside the package. The device was not used in the procedure and another captivator snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.